Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. These surgical procedures are associated with numerous risks. Death and neurological dysfunctions are known potential adverse event associated with the implantation of all vads as outlined in the instructions for use. Neurological dysfunction is a known potential complication associated with all patients implanted with vads as outlined in the instructions for use (IFU). A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. The IFU addresses guidelines for optimal patient management including medical management and therapeutic anticoagulation guidelines to minimize the risks. Heartware will submit a supplemental report if new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was stated from the site, that the patient presented to the site with a small petechial hemorrhage. Anticoagulation (heparin) infusion was delayed per neuro records and had only recently been resumed when this event occurred. Blood pressure was controlled. International normalized ratio (inr) was reversed and anticoagulation was stopped. It was further stated that the patient chose to enroll in hospice care on (B)(6) 2016 due to significant disabilities caused by previous neuro events. Patient was stated to have expired soon thereafter on (B)(6) 2017. No additional information available.

Manufacturer narrative:
It was reported that the patient was placed on hospice care on (B)(6) 2016. It was also stated that the episode was possible related to emblic stroke signs. No autopsy will be done as stated by site and the equipment was disposed of by the site. No additional information available. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
(B)(4) was returned to heartware for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of log files was not performed since log files were not available for analysis. Failure analysis of the returned pump revealed that the device passed visual examination, functional testing and dimensional verification. Pathological examination did not reveal any evidence of thrombus. Based on the investigation conducted, there is no evidence to suggest that a device malfunction caused or contributed to the reported event. Clinical factors that may have contributed include the patient's previous medical history, and related comorbidities and the progression of the patients underlying disease process. There are patient pharmacological factors, including anticoagulation issues that may have contributed to this event. From all indications, the device operated within specifications and as intended with no indication of any device malfunction. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.